Manufacturer narrative:
Bed was inspected and passed qc check. Investigation concluded that the bed was not damaged and was operating as designated. Bariair product manual warnings: "serious injury or death can result from the use (potential entrapment) or non-use (potential patient falls) of side rails or other restraints." "Patient migration - as with all specialty bed products that are designed to reduce shear and pressure on the patient's skin, the risk of gradual movement and/or sinking into hazardous positions of entrapment and/or inadvertent bed exit may be increased." "Ambulatory patient entrance and exit - lower the patient surface completely during assisted patient entrance and exit."

Event description:
Bariatric patient was found lying on the floor by the end of the bed on her buttocks. She sustained a cut on her leg from the foley bag holder at the end of the bed. The 5.5 cm cut on the patient's right thigh required five sutures that were applied by a physician at the patient's bedside.